Event description:
The customer reported that leg extension was difficult to remove. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg extension latch assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.